Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a spike in right ventricular (rv) lead impedance. It was also reported the lead was fractured. The lead was inactivated and the pacing system was replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.